Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she had to have the therapy removed (the patient had new back pain unrelated to the ins and the pain was on the right side of the buttock area and the doctor told her he felt the back pain was due to the patient having to walk with a cast and a walking boot. The patient stated they had her wear a belt for the back saying it was to help the "sacroiliac pain"). She stated the ins was not working "in" controlling her symptoms. She had reprogramming but nothing had helped. She indicated that a manufacturing representative (rep) had told her the ins was getting low but was not low enough. The patient reported she had a return of urgency, frequency and incontinence symptoms and were not being controlled at all. It was also noted that the patient had to wear belt over the ins and the belt compressed the ins which was what she felt "cause" the pain at the ins implant site. Note: the doctor felt since they were not able to do an MRI to determine the cause of the back pain - ins site pain and the sciatic nerve pain and since the therapy was not working, the doctor choose to have the therapy removed. The patient stated once the ins was removed the back pain, ins site pain and the sciatic nerve pain all had stopped, and she was sure the pressure from the belt was what caused the pain. No further complications were reported or are anticipated.